Manufacturer narrative:
The phacoemulsification machine and handpiece was examined and tested at the customer location by an amo field service specialist (fss). The fss indicated the surgery center had subsequent surgeries were performed without incident. The fss found no issues with the operation of phacoemulsification unit and no issues with the handpiece. The fss found the handpiece to meet all amo specifications. The suspected handpiece was found to be working properly. The fss performed a field service checklist. The system was verified for all modes of operations. The system met amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
During a cataract extraction procedure, the surgeon reported a corneal burn occurred in the patient¿s operative eye. As a result of the corneal burn, the wound required sutures. A brief description from the surgery center indicated the phaco tip heated up on the patient¿s eye. This report is for the phaco handpiece.